Manufacturer narrative:
Date of event: estimated based on aware date of (B)(6) 2021.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. The patient was on aspirin and plavix post implant. At the 45-day follow-up, transesophageal echocardiogram (tee) found that some thrombus had formed on the face of the device. No adverse events for the patient have been reported.